Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Contacted the customer for additional information. The customer stated that he went to the doctor for a routine visit. The customer goes to his rn to make sure that he knows how to use his pump, and to keep him up to date. No issues were reported with the pump at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's nurse reported via phone call that the patient was in the hospital. The patient's blood glucose was 329 mg/dl, which he was treating via insulin pump therapy. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.